Event description:
We received a customer complaint regarding alleged non-reproducible ldlc3 assay results for one patient sample tested on a cobas 8000 c 702 module. The sample initially resulted in an ldl value of 0.7 mg/dl. The sample was repeated on a second analyzer, resulting in a value of 118.4 mg/dl.

Manufacturer narrative:
The serial number of the c702 analyzer was (B)(6). The investigation is ongoing.